Event description:
A tandem mobi cartridge alarm was reported by the caller during pumping. The customer's blood glucose level did not exceed 500 mg/dl, thus there was no adverse impact. Technical support confirmed the alarm and resolved the issue by arranging a replacement for the original cartridge. The caller successfully resumed insulin therapy after changing out supplies before contacting support.